Event description:
It was reported that when using the bd pyxis¿ es refrigerator was malfunctioning and had become disconnected from the pyxis station. The customer also reported that the refrigerator door repeatedly failed. Troubleshooting was performed, including rebooted the station and recovered storage space; however, the issue persists with the same symptoms.the customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available.upon investigation of the actual device used in this incident, it was determined that the refrigerator had malfunction and kept failed. A field service engineer (fse) identified a failure error message, determined it was not a hardware issue but a witness verification requirement triggering a false alarm, and advised the customer to follow dual control procedures for narcotics to clear the error. The system functioned as intended after the field service engineer investigated the device.